Manufacturer narrative:
Concomitant products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient had a seroma at his implant site as well as tenderness, pain, swelling, and erythema. The patient was examined on (B)(6) 2013. On (B)(6) 2013, the patient's spinal cord stimulator (scs) was repositioned, the pocket was extended laterally, and incision and drainage was performed in the scs wound pocket. On (B)(6) 2013, the patient's device was removed and not replaced as he was diagnosed with cellulitis in the right flank. Other actions were in-patient hospitalization, unscheduled clinic or office visit, and emergency room visit. The outcome was resolved without sequelae. Relevant medical history includes failed back surgery syndrome and spinal pain. If additional information is received, a follow-up report will be sent.